Event description:
It was reported that during an acl surgery the suture detached from the needle. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1588tnt serial/batch number (B)(6) was received for investigation. The visual evaluation revealed that the device was received without the needle. Upon inspection, the suture displayed indications of being crimped. Although the device was received on the mounting card, it was noted that it was not assembled as initially. Excessive force during device manipulation is the most likely cause of the reported failure.